Event description:
Additional information received from reporter on 09/14/2022 for mw5111770. Unsolicited communication: pt reports that cadd extset is leaking at the filter. Per the pt, she had about 12 of them leak. Lot# 4279901, manufacturer date 06/03/2022 for all 12 of the extension sets. Pt previously reported same issue (B)(6) 2022. Unknown if any, one or multiple are available for return. Unknown if any of the 12 mentioned are since last report are in combination with previous report. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. Return tracking information is not available. No additional information is available at this time. Is the actual device available for investigation? Unk; did we [MFR] replace the device? Yes; did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion set? Yes; is the infusion life sustaining? Yes; reported to (B)(6) by pt/caregiver.

Event description:
Call from pt saying she wants to order more tubing. She just received an order this week (on (B)(6) 2022) for #13 which should last 26 days and say all of them are defective. She says they are leaking at the filter I asked if she's putting the tubing the correct way and not backwards, she said yes. No additional information, details or dates are available at this time. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? Yes; reported to (b)(60 by pt/caregiver.